Manufacturer narrative:
At this time no conclusions can be made. Based on the information as alleged the date of implant for the perfix plug (device 2) is unclear. A lot number has not been provided, therefore we are unable to conduct a review of the manufacturing records. The information is limited at this time and medical records have not been provided. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the perfix plug (device 2), an additional emdr was submitted to represent the other bard/davol device. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2013 and/or (B)(6) 2015 and/or (B)(6) 2018 the patient underwent surgery for the implant of an unspecified bard/davol 3dmax mesh (device 1) and/or an unspecified bard/davol perfix plug (device 2). The patient's attorney alleges general allegations for "past, present and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."